Event description:
Customer reported that pump screen would not turn on, with no adverse impact to blood glucose level reported as exceeding 500 mg/dl. Despite several troubleshooting steps, including plugging the pump into a charger, the issue persisted with a red led indication but no vibration. Tandem technical support resolved to replace the pump and provided instructions for the customer to use an alternative insulin delivery method until the replacement arrives. Customer was informed about the need to complete training before using the new pump and was guided on returning the defective device.